Manufacturer narrative:
The reported event of separation failure was not confirmed. The device was returned in one piece for analysis. Specification measurement, visual inspection, and longevity assessment were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited separation failure. The ralp was not implanted. Patient condition was stable.

Manufacturer narrative:
Correction: h11 - provide narrative data in 2017865-2024-68203 submitted on 18 nov 2024 should have been "the reported event of separation failure was not confirmed. The device was returned in one piece for analysis. Specification measurement, visual inspection, and longevity assessment were normal with no anomalies found.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities." Instead.